Manufacturer narrative:
The event occurred at (B)(6) japan. The pump was returned with the percutaneous lead (lead) cut approximately 7 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thrombus ring adhered to the inlet bearing cup. The ring had evidence of denaturation and appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A large, flat, non-laminated thrombus formation was also present on and in between the blades of the rotor. Areas of this deposition were hard and denatured, indicating that they were present while the pump was operating, but may have originated elsewhere. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated around the outlet bearing ball. The lack of laminated layering suggests that the depositions did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present for an extended period of time while the pump was operating. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level; however, a correlation between the observed thrombus formations and the report of subarachnoid hemorrhage could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis, thrombus and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event. H3 other text: placeholder.

Manufacturer narrative:
The event occurred at (B)(6). The pump was returned with the percutaneous lead (lead) cut approximately 7 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a thrombus ring adhered to the inlet bearing cup. The ring had evidence of denaturation and appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A large, flat, non-laminated thrombus formation was also present on and in between the blades of the rotor. Areas of this deposition were hard and denatured, indicating that they were present while the pump was operating, but may have originated elsewhere. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated around the outlet bearing ball. The lack of laminated layering suggests that the depositions did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present for an extended period of time while the pump was operating. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level; however, a correlation between the observed thrombus formations and the report of subarachnoid hemorrhage could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis, thrombus and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. Approximately one month post-implant, the patient experienced a previously unreported subarachnoid hemorrhage (sah). The patient had pneumonia and experienced severe coughing fits that increased their blood pressure. The sah was reportedly thought to be secondary to the high blood pressures from the coughing. The patient was found obtunded, and a CT scan confirmed bleeding. Evacuation of the blood was not deemed necessary due to the venous nature of the bleeding. Anticoagulation therapy was discontinued. The patient's c-reactive protein was elevated prior to event, but the patient was afebrile and in stable condition. The patient's baseline lactate dehydrogenase (ldh) level at the time was at 400 u/l. The inr was 2.0 - 2.5 a few days prior to the event and there had been instability in the inr as low as 1.6 reportedly due to antibiotic administration. On approximately (B)(6) 2016, the patient's ldh was 1600 u/l. Information regarding anticoagulation therapy at the time was not provided. At a set pump speed of 9200rpm, the patient experienced hematuria, which resolved after reducing the set pump speed to 8600rpm. On (B)(6) 2016, the ldh was 2400u u/l. The patient underwent a pump exchange on (B)(6) 2016. No information regarding the patient's current neurological status was provided.